Manufacturer narrative:
(B)(4). Outputs were increased due to the increasing threshold measurements. No further testing will be performed at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead and cardiac resynchronization therapy pacemaker (crt-p) exhibited high out of range pacing impedance measurements. Additionally, pacing threshold measurements had increased. No adverse patient effects were reported.